Event description:
It was reported the autoclavable camera head had connection failure and color bars remained when camera was plugged in. The event occurred during a laparoscopic nissen therapeutic procedure while the patient was under sedation. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.